Event description:
When I pulled pt's IV out the catheter had come apart from the hub and the catheter was barely sticking out of pt's arm. I was able to grasp the catheter and pull it out without any further problems. Patient unaware of incident. IV had been placed without any difficulty.